Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unable to confirm the failure mode since no pictures or samples were received (illegible print/markings on syringe barrels). However, due to the defect description, this problem was likely caused in the printing process of the supplier facility. If samples received, another investigation will be open. A review of the device history record revealed no irregularities during the manufacture of the reported lot #7152900.

Event description:
It was reported that illegible print/markings were found on the syringe barrel of a bd 20ml syringe luer-lock" tip bulk sterile convenience pak prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: ten units were received for evaluation. Each unit was visually inspected and the reported issue was confirmed. This incident is manufacturing related. Investigation: 10 samples received with minor missing print. No findings in qns/ncmr/DHR about the lot number 7152900 were found. This is considered as an isolated issue. Lot no #: 7152900 catalog #: 305617 quantity produced: (B)(4). 20ml syringe lots (p/n 31884) used are 7052906 & 7052908 for lot 7152900. No qns were found for syringe lots 7052906 & 7052908 in sap and incoming inspection records. During the manufacture of this product, 100% visual inspection is performed before and after packaging the product in dispensers looking for illegible print/markings on the syringes. During the 100% inspection, a very small percentage of syringes (0.22%) with illegible print/markings were detected and scrapped by our operators. Root cause: potentially caused by barrel jam creating a rub mark. It was determined that no CAPA is required. Missing print is considered acceptable if under 50% of any given item (number, letter or graduation line) is missing and still legible.